Event description:
It was reported that a patient had a confirmed overdischarge and a physician mode recharge (pmr) was performed. It was noted that the doctor wanted to replace the implantable neurostimulator (ins) regardless of the success of a power on reset (por). The reporter stated that the patient had to leave the clinic and was instructed to update a manufacturing representative with whether the patient was successful in recharging so impedances and programming could be checked. It was reported that the patient admitted to not recharging the ins ¿for some time.¿ it was noted that there were no patient symptoms associated with the event and the patient status was no injury. Additional information received reported that according to the clinic records the patient was last seen on (B)(6) 2006-. It was noted that the clinic did not have any information regarding the event reported on (B)(6) 2013. Additional information received reported that the patient stated the implantable neurostimulator (ins) ¿just stopped working¿ and complained of it intermittently going on and off. It was noted that this occurred two months ago. It was noted that the manufacturer representative tried to interrogate the ins but could not establish telemetry. It was noted that it had been a couple months since the patient last recharged. It was noted that the patient stated that they stopped recharging ¿when it would not read anymore.¿ it was noted that the patient was having the battery replaced on the day of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3 7742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377775, lot# v002096, implanted: (B)(6) 2006, product type: lead. Product ID: 355029, lot# n0051184, implanted: (B)(6) 2006, product type: accessory. (B)(4).